Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l72773, implanted: (B)(6) 1999, product type: catheter. (B)(4). Analysis results were not available at this time. A supplemental report will be sent when results are available.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called their healthcare provider (hcp) and reported hearing an alarm at some time on (B)(6) 2014. They declined to come in at that time and have the pump checked. The alarm was heard a few times after that, with the last alarm starting overnight on (B)(6) 2014. The patient came in to have their pump checked on (B)(6) 2014. The patient¿s pump logs were checked. The logs revealed several motor stalls and motor stall recoveries. The first stall occurred on (B)(6) 2014. The final stall occurred on (B)(6) 2014 and as of (B)(6) 2014 had not yet recovered. Additional pump interrogation on (B)(6) 2014 revealed a final stall occurring on (B)(6) 2014, with a ¿stopped pump period may exceed tube set¿ message occurring on (B)(6) 2014. The patient had an incremental increase in pain. The pump was replaced on (B)(6) 2014. The patient awoke in recovery without complaints. The pump contained dilaudid.